Event description:
As reported: "the drill stuck in drill guide while drilling. It is not removable."

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received drill show signs of usage. Fretting marks are visible on the surface of the drill where the drill and the sleeve comes in contact during usage as minimal clearance is provided between the drill and drill sleeve and repeated relative surface motion has led to fretting. The deformation happened most likely due to friction and torsional load. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Based on the investigation, with the extent of damage, it can be ascertained that the root cause of the issue is user related. The drill getting stuck inside the sleeve is a direct result of excessive friction between the drill and the sleeve due to a potential misalignment during use, leading to fretting. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "the drill stuck in drill guide while drilling. It is not removable."